Manufacturer narrative:
Findings: unit received with operating currents within specification unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and placement test. No black display or missing segments noted. Unit received with cracked case at display window corners. Unit received with corroded battery tube. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was unknown. Customer reported the pump is in full black screen. Customer stated the pump was neither exposed to extreme temperatures nor direct sunlight. The customer stated that pump has been at room temperature at least for last 30 minutes and black screen did not disappear. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.